Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to emergency room reporting multiple shocks. The patient has had several inappropriate shocks. It was determined that the patient also experienced twiddler's syndrome making the right ventricular (rv) lead to get dislodged with loss of capture. The implantable cardioverter defibrillator (ICD) was placed subpectoral. The ICD remains in service. No additional adverse patient effects were reported.